Event description:
Note: this report pertains to a cre wireguided dilatation balloon and a wallflex esophageal stent used during the same procedure. Manufacturer report# 3005099803-2016-00697 pertains to the balloon, and manufacturer report# 3005099803-2016-00582 pertains to the stent. It was reported to boston scientific corporation that a cre wireguided dilatation balloon and a wallflex esophageal stent were used for esophageal dilation and the placement of a metal stent performed on (B)(6) 2016. According to the complainant, during the procedure the patient was dilated with the cre wireguided dilatation balloon. The wallflex esophageal stent was then implanted in the patient's esophagus. After the procedure, the patient remained under observation and was discharged the next day on (B)(6) 2016. Reportedly, the patient died from cardiac arrest 8 hours after being discharged on (B)(6) 2016. According to the autopsy, the patient suffered bleeding as a result of the device expanding and perforating the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on march 28, 2016 and march 29, 2016: the indication for the procedure was a benign esophageal stenosis. A stent had been previously placed in the patient. According to the physician, the patient's cause of death was bronchial aspiration and no comorbidities were noted. There was no perforation or bleeding. In the physician's assessment, there is no relationship between the cardiac arrest and the bronchial aspiration. In the physician's assessment, there is no relationship between the stent and the patient's death, however, it is unknown if there is a relationship between the cre balloon and the patient's death. Medical review of the event by boston scientific concluded that it is unlikely that the cre balloon contributed to the patient's bronchial aspiration.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4)

Event description:
Note: this report pertains to a cre wireguided dilatation balloon and a wallflex esophageal stent used during the same procedure. Manufacturer report# 3005099803-2016-00697 pertains to the balloon, and manufacturer report# 3005099803-2016-00582 pertains to the stent. It was reported to boston scientific corporation that a cre wireguided dilatation balloon and a wallflex esophageal stent were used for esophageal dilation and the placement of a metal stent performed on (B)(6) 2016. According to the complainant, during the procedure the patient was dilated with the cre wireguided dilatation balloon. The wallflex esophageal stent was then implanted in the patient's esophagus. After the procedure, the patient remained under observation and was discharged the next day on (B)(6) 2016. Reportedly, the patient died from cardiac arrest 8 hours after being discharged on (B)(6) 2016. According to the autopsy, the patient suffered bleeding as a result of the device expanding and perforating the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.